Event description:
On (B)(6) 2016, an (B)(6) male infant underwent an insertion of an intra-cranial pressure and temperature monitoring catheter for nv/high icp symptoms and history of hydrocephalus). As per the nurse, the catheter was connected to the cam02 via cambabl immediately after removal from the packaging and "catheter failure" was displayed on the monitors screen immediately after the catheter was connected. This was again duplicated in the presence of the ils sales specialist on (B)(6) 2016. But during that time, however; the catheter then displayed a number and wave form on the third attempt to connect with the cam02. There was no patient injury and a replacement device was used. The incident caused a delay of 15 minutes in the surgery.

Manufacturer narrative:
Integra completed its internal investigation 01/25/2017. The investigation included: method: -DHR review. - review of complaint management database for similar complaints. -visual examination. Results: the customer returned catheter serial number (B)(4); it belongs to 110-4b lot 111erx289948 that mfg on 21-oct-2016 and expire on 31-jul-2019. A review of lot 111erx289948 indicates that it met requirements. Complaint history, model 110-4xxx, from jan-2016 through dec-2016 reviewed; there were 32 other complaints that issued with (B)(4), and six of them were confirmed. (B)(4). The catheter was connected to test monitor mpm-1; after the system self-check delayed; the monitor read 2 mmhg the catheter was connected to test monitor cam02; after the system self-check delayed; the monitor read 1 mmhg. The catheter was connected to test monitor 420-6 and tested; the catheter did not meet transducer shock requirement. Destructive analysis revealed that microscopic loose particulate matter was present inside the fiber optic of fiber holder and transducer. The ¿catheter failure was displayed on the monitor¿s screen¿ could not be duplicated; however, the loose particulate inside the fiber optic of fiber holder and transducer could generate unreliable readings. The reported customer complaint that a ¿catheter failure¿ prompt appeared on cam02 screen after connecting the catheter could not be confirmed. The returned catheter was connected to mpm-1 and cam02 test monitors and displayed normal readings ¿ the customer complaint could not be replicated. The catheter was tested for functionality and failed the transducer shock test parameter. Upon removal of the transducer of the catheter, a piece of metallic debris was identified in the space between the bellows and fiber holder. The cause of the transducer shock failure was due to debris in the space between the bellows and fiber holder.